Manufacturer narrative:
One firmap¿ catheter 50mm, us edm was received for investigation. No visual anomalies were noted with the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event pericardial effusion is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation, a cardiac effusion occurred. The patient became hypotensive and an intracardiac ultrasound was used to visualize the pericardium. A minimal amount of pericardial effusion was noted but no intervention or further treatment was administered. Despite the blood pressure normalizing, the procedure was cancelled. The patient was stabilized.